Manufacturer narrative:
The reported event was confirmed as the visual evaluation of the received ar-9216-4, lot: 022412 revealed that there are striation marks and nicks along the inner diameter of the device (see evaluation pictures 3 - 6). Also the slot along the cannulation length is bent (see evaluation picture 2). Functional testing was not performed due to the damage of the device. The most likely cause for the reported failure can be attributed to excessive user-applied mechanical forces.

Event description:
It was reported that during a shoulder prosthesis surgery abrasion occurred, some of which remained stuck to the patient and the instrument. Nothing remained in the patient; it was rinsed out. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.